Event description:
It was reported that the epidural catheter was in use for posto-op pain management. Upon routine catheter removal, the catheter stretched and then separated with a piece 1-2" in length left indwelling. There are no plans to remove the retained portion of the catheter at this time, since the pt has experienced no additional complications.

Event description:
It was reported that the epidural catheter was in use for post-op pain management. Upon routine catheter removal, the catheter stretched and then separated with a piece 1-2" in length left indwelling. There are no plans to remove the retained portion of the catheter at this time, since the pt has experienced no additional complications.